Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, eight months, and sixteen days post a port placement via the right subclavian vein, there was no blood backflow after puncture of the port. It was further reported that when infusing saline, the skin above the pigmentation of the catecholate at the port had allegedly roused and felt uncomfortable. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and to the proximal end of the distal catheter segment. The edges of the complete circumferential breaks were noted to be uneven, and the surfaces were noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Kinks were noted throughout both catheters. Therefore, the investigation is confirmed for the reported no blood back flow issue and identified fracture, material separation, catheter kink and catheter wear issues. However, the investigation is inconclusive for the reported port erosion as no objective evidence found from return sample. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, eight months, and sixteen days post a port placement via the right subclavian vein, there was no blood backflow after puncture of the port. It was further reported that when infusing saline, the skin above the pigmentation of the catecholate at the port had allegedly roused and felt uncomfortable. There was no reported patient injury.